Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on ccd (charged coupled device) was due to component failure. However the cause of the foreign material found in j-tube (auxiliary jet channel) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a foreign object on j-tube (auxiliary jet channel) and damage to ccd (charged coupled device). There was no patient involvement.